Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 180 mg/dl. The customer reported large air bubble in his tubing. The customer stated that the approximate size of the air bubble is 0.3 units. The customer stated that the pump was not rewound with a reservoir in place. After troubleshoot, customer was able to prime the air bubble out. The product was not returned for analysis.